Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in the (B)(6) who was receiving an unknown medication via an implantable pump. It was reported that the customer had tried refilling the patient's synchromed ii pump and could not interrogate the pump. In addition, the pump was alarming constantly, almost constantly, with what did not sound like a critical or a non-critical alarm. The pump was explanted and expected to be returned. The physician, medication, concentration, dose, implant/explant dates, pump model/serial, patient symptoms and status, medication history, diagnosis for use were not provided. However, these were all requested in addition to troubleshooting/actions taken, diagnostic testing, potential causes, concomitant medications but all of these were not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Sections updated.

Event description:
On 2016-01-06 additional information was received from the health care provider via the representative which noted that the event which occurred on (B)(6) 2015 involved a (B)(6) female with multiple sclerosis. The pump contained baclofen 3000 mgc/ml at a dose of 235 mcg/day. The patient injury/harm was reported as the patient needing the additional surgery for the inability to interrogate the pump and continuous alarm sounding and the pump was ultimately explanted on (B)(6) 2015. Should additional information be received a supplemental report will be filed.